Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed correctly; however, when steps 3 and 4 were done, the stent's second flange was unable to deploy. Subsequently, they pushed off the axios and deployed inside the patient but was not in the target location. The stent was then removed with a snare and a duodenal stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.